Event description:
It was reported that during a transcatheter aortic valve procedure in a patient with severe aortic stenosis, a fluoroscopic check of the valve prior to attempting implant showed no signs of infolding. The valve was deployed and recpatured for repositioning however an infold was noted on the next deployment. The valve was deployed again however the infold remained . It was noted that the valve was infolded during the first recapture due to protruding annular calcium and the deployment did not help resolve the infold as the calcium was still pushing against the valve. The valve and delivery catheter system (dcs) were recaptured and removed from the patient. A new dcs and valve were used for a successful valve implant. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012628475); product type: 0195-heart valves; implant date ; explant date a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.